Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) alleging that her onetouch ping meter was reading multiple inaccurately low results compared to another meter and laboratory device. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the alleged issue began about a month ago prior to contacting lfs, although no results were provided for that time. On an unspecified time prior to the reported inaccuracy, the patient stated that she was experiencing ¿joint pain, nausea and labored breathing¿ and on ¿(B)(6) 2015 about 6pm¿ she self-treated with ¿4 units of novalog insulin¿. On ¿(B)(6) 2015 after 6pm¿ the patient detailed she obtained a blood glucose result of ¿mid 300¿s¿ on the subject meter compared to ¿400¿s¿ on a doctor¿s device and a laboratory device, preformed within 30 minutes of each other. The patient manages her diabetes with insulin pump therapy and denied making any changes to her usual diabetes management routine as a result of the alleged inaccurate reading. At the time of troubleshooting, the cca noted that the correct unit of measure, testing steps and approved sample site were used at the time of testing. The test strips used were stored correctly and within their expiry date. The test strip vial was also intact. The patient did not have control solution to carry out a retest. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because, the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.